Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report#: 3005099803-2023-01502 for the associated device information. It was reported to boston scientific corporation on march 02, 2023 that a habib endohpb catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with radiofrequency ablation (rfa) procedure performed on an unknown date. During the procedure, the habib endohpb catheter (the subject of MFR. Report#: 3005099803-2023-01502) was unable to deliver energy. The device was tried in saline outside the patient but it was still unable to deliver energy. A second habib endohpb catheter (the subject of this report) was used; however, the same problem occurred. The outcome of the procedure was unknown. There were no patient complications as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.